Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the quality control results are acceptable, a general reagent issue could be ruled out.

Event description:
There was an allegation of a questionable low crep2 creatinine plus ver.2 result from the cobas pro c 503 analytical unit. The initial result was 0.79 mg/dl and was reported outside of the laboratory. The doctor requested the laboratory repeat testing. The repeat result on another cobas pro c 503 was 1.29 mg/dl. The reagent lot number was 643180. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.